Event description:
Hcp reported patient had implant of synchromed pump in 2002. Refilled in 04/2002 with 18 cc of baclofen 500 mcg/ml. Two hours after refill, the patient experience unconsciousness, hypotension, and seizure. The estimated reservoir volume was 17.9 cc and the actual reservoir volume was 8 cc followed by bubbles and an additional 40 cc was pulled from the reservoir. A sample of the reservoir fluid was sent for testing, which revealed csf. The patient had a history of a pocket seroma but no seroma was noted at this refill. A catheter contrast study confirmed the catheter was in the intrathecal space. Intraoperative pump preparation reviewed. The patient recovered and is scheduled for pump explantation in 2002.